Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after opening the axium coil package and preparing it as usual, a kink was observed on the coil push rod during delivery. For procedural safety, another coil was used instead, and the procedure was completed successfully. After another coil was used instead, delivery was normal and the procedure was successful; the microcatheter had no issues. There was pusher kink/broken. A continuous flush administered during the procedure. The pushwire distal segment was damaged. There were no patient symptoms or complications associated with this event. The device and any accessories were prepared as indicated in the instructions for use (IFU). It was noted the patient's blood flow was normal and vessel tortuosity was normal.